Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex sepxiris set 100 was observed to be damaged during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.